Event description:
Terumo medical corporation received the following information: it was reported that the patient developed a hematoma across the entire hand, with pulsatile flow underneath the band. 3cc of air was injected and hemostasis was achieved. It was confirmed that during recovery further complications occurred in post-op. The procedure performed was left heart catheterization. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lead technician. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history recored (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).